Event description:
This rv lead was implanted on (B)(6)2007. A call to technical services on (B)(6)2012 states that they are seeing some stored episodes that might be noise on rv lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).